Event description:
It was reported that the touch pen will not track on the programmer screen. Troubleshooting steps included trying to recalibrate the pen to no avail. The programmer is being returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) touch pen inconsistently responds, even after replacing and calibrating. Touch screen found out of specification.